Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to aneurysm rupture, and death. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent emergency endovascular treatment using a gore® tag® conformable thoracic stent graft (ctag) and a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) for impending rupture of arch aortic aneurysm. It was reported that the patient presented shock vitals when entered to the operating room. It was reported that after deployment of ctag in the distal side, the aneurysm ruptured, and blood pressure decreased. The ctag-ac device was deployed proximally while performing a blood transfusion, drug administration, and cardiac massage. The cardiac massage was continued, however the patient expired of cardiac arrest. The physician stated that the patient entered to the operating room with shock vitals due to an impending rupture and the aneurysm ruptured during tevar procedure.

Manufacturer narrative:
Addition g5.